Event description:
Neurosurgery reported to our consultant that they had a vns patient with a lead break. The patient was seen in october per neurology and had high impedance. Their device was programmed off and referred to see their surgeon. No report of a fall or injury preceded the event that they are aware of. The surgeons office reported that the patient had a lead break visable on their x-ray review. No surgery has been scheduled at this time.

Event description:
Additional information has been received that surgery will be planned for the patient (B)(6) 2013.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had surgery (B)(6) 2013 and their explanted products were returned for analysis. Product analysis is pending completion.

Event description:
Product analysis was completed on the explanted products. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 54mm portion inner silicone tubing 1 and quadfilar coil 1 appeared to be partially missing and discoloration was observed inside portions of the returned inner silicone tubing 1. During the visual analysis of the returned 54mm an abraded opening was observed on inner silicone tubing 1 approximately 4.5mm from the electrode bifurcation and quadfilar coil 1 appeared to be broken at approximately 5mm. Visual analysis was performed and identified the area as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. Residual material and pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. The generator analysis was completed. Results of diagnostic testing indicated that the battery status indicated ifi=no in the lab. The battery voltage was 2.993 volts, (not at ifi) as measured during completion of test parameter of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 39.929% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications.there were no adverse functional, mechanical, or visual issues identified with the returned generator. On (B)(6) 2012 a change in impedance was noted during review of data to 8298 ohms from 1954 ohms. It is likely their lead break occurred around this time.